Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the malfunction occurred due to a dried layer of the deposit that covered the lens. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the beginning of a diagnostic endobronchial ultrasound (ebus) procedure, and there were no reported delays.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had image/light problem and shows dark image on the screen. There were no reports of patient harm.